Event description:
Reportedly a magna valve was implanted, then pt died 11 days post op from cardiac arest. It was reported at autopsy, that the valve had fibrous tissue which had formed around the sewing ring and a clot had developed which reportedly led to the pt's death. It was also reported that the pt had rheumatic disease.